Event description:
It was reported that during a gastrectomy procedure, the tip of the device was broken and error occurred. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.